Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) evaluated the iabp and powered the system on, connected known balloon, connected known trainer, and initiated pumping. The stm reported that the unit functioned correctly without any alarms or errors detected. When the stm entered the system diagnostics to calibrate high pressure transducer, the test failed with error "offset out of range". Troubleshooting revealed the x4 was faulty. The stm replaced the high pressure transducer and the high pressure regulator to resolve the issue. Subsequently, the stm performed full pm, calibration, safety, and all functionality checks and unit passed all tests to factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported by the customer biomed that while performing preventive maintenance (pm) of the cardiosave intra-aortic balloon pump (iabp), the high pressure transducer test failed. There was no patient involvement and no adverse event was reported.